Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. One patient underwent an arthroscopy for arthrofibrosis, 33 months after the initial surgery. One patient underwent a mobilization in anesthesia for arthrofibrosis, 1 month after surgery. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Please reference literature at the following location: http://www.biomedcentral.com/1471-2474/16/177/ (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that two patients underwent arthroscopies for arthrofibrosis.